Event description:
Follow-up revealed the patient's lead was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost stimulation. An impedance check revealed invalid impedance on several contacts. As a result, the patient plans to undergo surgical intervention.